Event description:
It was reported that the patient underwent a posterior lumbar fusion surgical procedure at l5-s1. It was reported that when placing the rod in the screw, the tulip of the screw head fractured and splayed outwardly. Due to the splay, the medium connector would not slip over the screw head. The fractured screw had to be taken out and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation, visual and optical examination of the bone screw driver interface is broken at the hex corners. The location and nature of the breakage is consistent with bend stress overload the above observations are consistent with bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.